Event description:
It was reported the pt has not charged for over three months and is unable to turn on the system. The external devices are unable to communicate with the ipg. The sjm rep interrogated the system and was able to establish communication. The sjm rep educated the pt on use of the devices. F/u determined the pt was able to fully charge and use her scs system.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.